Event description:
It was reported that angiocath plus 22ga x 1in catheter broke. The following information was provided by the initial reporter: stylet is lost. Angio cath's stylet being inserted into the patient's body disappears.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 382423 d4: medical device expiration date: 2025-08-31 h4: device manufacture date: 2020-08-21 h6: investigation summary one sample was received by our quality team for evaluation. From the returned sample, the catheter was observed to be broken in the adaptor. The adaptor was magnified under a 20x microscope. It was observed that the catheter may been snapped from the adaptor. A simulation was performed to duplicate the defect. The catheter was held stationary while the adaptor was pulled manually, in order to simulate the possibility that the adaptor might be pulled out, which may result in the catheter snapping off from the adapter. The duplicated sample was compared with the returned sample and it is similar. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned sample, the tubing may have lost its tensile strength when the product was manipulated. The following controls are in place to check for broken and damaged catheters. There is an automated vision inspection system in place at the flaring station and swage depth measuring stations, if the broken catheter had occurred in the manufacturing process, the defect would be rejected by the automated vision inspection system as the product will fail the lie distance. The vision system is challenged daily, there is a hourly check on the flare length and swage depth, and a catheter pull test and catheter leakage test is performed daily.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 22ga x 1in catheter broke. The following information was provided by the initial reporter: stylet is lost. Angio cath's stylet being inserted into the patient's body disappears.